Event description:
It was reported that the patient presented in the operating room for an unrelated procedure. During procedure, externalization was observed on the left ventricular lead. All electrical functions of the lead were normal and in range during pre-operative check. The lead was extracted. The patient was stable post-procedure.